Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 584 mg/dl, 179 mg/dl, and 554 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Boston scientific crm received information that this device was explanted due to a patient infection. Subsequently, it was reported that it is uncertain if the suture sleeve from this device was extracted with the lead. No further adverse patient effects have been observed.